Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 444 mg/dl. The customer was treated her blood glucose by giving herself a correction bolus. Customer declined to troubleshoot for high blood glucose.